Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the camera head cable has a short circuit. This was noted prior to beginning the case.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a worn cable, film on the lens, and discolored housing were observed. Complaint of short circuit could not be reproduced. Product passed functional testing during 2 hour burn-in with no signal loss or short circuit. Video image remained constant throughout burn-in. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.